Event description:
A (B)(6) pt underwent nanoknife treatment to the right kidney on (B)(6) 2012. During the treatment, an adverse event occurred. During the procedure, the generator screen grayed out after error messages and had to be rebooted. This same error occurred twice more requiring reboots. These issues would prolong the pt procedure, the procedure was completed successfully.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. A review of quality inspection and manufacturing documents determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator at the time of issue. The generator was returned and determined that the gome board required replacement. After this part replacement, the machine passed test specifications. The cause of the hard reboots was a result of the faulty gome board. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).